Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence and cystocele. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence. Additional narrative: it was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, anterior repair and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4).